Event description:
Information was received that the cadd ms3 pump alarms cartridge removed. Device was replaced. Dose or amount: remodulin 5nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to current. Medication is life sustaining. Patient went to a backup pump. No reported adverse effects.